Event description:
The new carefusion extension sets have a design flaw that is creating a bio hazard. The hubs when disconnected from a syringe or vacutainer or any access device do not close immediately. This causes leakage of fluid either drugs/saline or blood. This is causing unnecessary exposure to blood borne pathogens for staff and patients.